Event description:
One pt with discrepant bicarbonate results. Initial result gave 41 mmol/l; repeated gave 31 mmol/l. Initial result was reported. Pt not adversely affected. The field svc rep determined root cause to be due to a blocked sample probe and replaced and adjusted sample probe and flushed out rinse nozzles. Performance tests were performed and within specification.